Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during ventricular lead revision the atrial lead exhibited insulation abrasion due to friction with another implantable device. The lead was capped and replaced.